Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-may-2019. The most recent information was received on 08-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('heavy fatigue the first year') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue (seriousness criterion medically significant) and depressed mood ("sad mood"). On an unknown date, the patient experienced myalgia ("muscular pain (body aches, stiffness, debility)"), musculoskeletal stiffness ("muscular pain (body aches, stiffness, debility)"), asthenia ("muscular pain (body aches, stiffness, debility)"), arthralgia ("multiple joint pains: ankles and nape)"), neck pain ("multiple joint pains: ankles and nape)"), nervousness ("nervousness"), irritability ("irritation"), renal disorder ("intense pressure on the kidneys before periods") and vertigo ("vertigo"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the fatigue, depressed mood, asthenia, nervousness, irritability, renal disorder and vertigo outcome was unknown and the myalgia, musculoskeletal stiffness, arthralgia and neck pain had resolved. The reporter provided no causality assessment for arthralgia, asthenia, depressed mood, fatigue, irritability, musculoskeletal stiffness, myalgia, neck pain, nervousness, renal disorder and vertigo with essure. The reporter commented: salpingectomy and insertion of essure devices with marked improvement in condition, 0 pain the day after the operation, relaxed, relieved. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2019: ha # received; the previous event: multiple joint pains was recoded to nape pain and ankles pain; the previous event: muscle injury was recoded to muscular pain (body aches, stiffness, debility); new events added: nervousness, irritation, intense pressure on the kidneys before periods and vertigo. Salpingectomy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("heavy fatigue the first year") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue (seriousness criterion medically significant) and depressed mood ("sad mood"). On an unknown date, the patient experienced muscle injury ("muscle injury") and arthralgia ("multiple joint pains"). At the time of the report, the fatigue, depressed mood, muscle injury and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, depressed mood, fatigue and muscle injury with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.